Event description:
Brush heads that don't work¿head is so loose that they fall off¿ always come off- oral-b power toothbrush [device breakage]. Case narrative: consumer stated via phone that while brushing, the brush head is so loose that they fall off. No injury was reported.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.